Event description:
Boston scientific received information that three months post implant, the patient with this left ventricular lead presented to the hospital with muscle stimulation. An x-ray revealed this lead was dislodged and was located in the superior vena cava. A revision procedure will be performed in the future. No further patient symptoms were reported.

Manufacturer narrative:
When additional information becomes available, this event will be updated.

Manufacturer narrative:
According to available information, this lead was repositioned and remains in service. As no further information is expected regarding this event, this investigation is closed. Should additional information become available, this event will be updated.

Event description:
Additional information was received: a revision procedure was performed. This lead was repositioned successfully. No adverse patient effects were reported.